Manufacturer narrative:
Mindray retrieved the device with the intention of evaluating it and conducted extensive efforts to retrieve the missing serial number information. Due to the severity of the fire damage, the device cannot be powered on for log extraction or additional analysis. The customer was unable to provide surveillance footage, and the serial number could not be retrieved. Mindray was only able to perform a teardown analysis; therefore, the investigation relied solely on physical inspection and photographic evidence. Based on available evidence, no systemic design or manufacturing defect was identified. This is the first documented occurrence of this issue and is considered an isolated event.

Event description:
The customer reported that on (B)(6) 2025, a fire was discovered associated with the mindray passport 12 patient monitor. The monitor was sitting on a metal shelf, melted. There was much smoke and soot damage. The unit was powered off, however, plugged in and cold at the time of the finding. The monitor unit serial number is unknown. No patient injury was reported.

Event description:
The customer reported that on (B)(6) 2025, a fire was discovered associated with the mindray passport 12 patient monitor. The monitor was sitting on a metal shelf, melted. There was much smoke and soot damage. The unit was powered off, however, plugged in and cold at the time of the finding. The monitor unit serial number is unknown. No patient injury was reported.

Manufacturer narrative:
Images of the mindray passport 12 patient monitor were collected. Mindray is working with the customer to retrieve the unit for further analysis. Under investigation.

Event description:
The customer reported that on (B)(6) 2025, a fire was discovered associated with the mindray passport 12 patient monitor. The monitor was sitting on a metal shelf, melted. There was much smoke and soot damage. The unit was powered off, however, plugged in and cold at the time of the finding. The monitor unit serial number is unknown. No patient injury was reported.

Manufacturer narrative:
Mindray retrieved the device with the intention of evaluating it and conducted extensive efforts to retrieve the missing serial number information. Due to the severity of the fire damage, the device cannot be powered on for log extraction or additional analysis. The customer was unable to provide surveillance footage, and the serial number could not be retrieved. Mindray was only able to perform a teardown analysis; therefore, the investigation relied solely on physical inspection and photographic evidence. Through the investigation it was confirmed that mindray did not directly distribute this device to the end user, and information regarding the device's prior ownership, handling, or condition before sale was limited. As a result, it could not be determined whether the device was performing in accordance with applicable specifications at the time the unit was provided to the user. Based on available evidence, no systemic design or manufacturing defect was identified. This is the first documented occurrence of this issue and is considered an isolated event.

Manufacturer narrative:
The unit was returned for further evaluation. The investigation is still ongoing.

Event description:
The customer reported that on june 17, 2025, a fire was discovered associated with the mindray passport 12 patient monitor. The monitor was sitting on a metal shelf, melted. There was much smoke and soot damage. The unit was powered off, however, plugged in and cold at the time of the finding. The monitor unit serial number is unknown. No patient injury was reported.

Manufacturer narrative:
The unit was returned for further evaluation. The investigation is still ongoing. Correction: uploaded the correct pdf file.

Event description:
The customer reported that on june 17, 2025, a fire was discovered associated with the mindray passport 12 patient monitor. The monitor was sitting on a metal shelf, melted. There was much smoke and soot damage. The unit was powered off, however, plugged in and cold at the time of the finding. The monitor unit serial number is unknown. No patient injury was reported.